Event description:
It is reported syringe breakage. Verbatim: on (B)(6), 2025, the digestive endoscopy center at shandong provincial maternal and child health hospital inserted an IV catheter for a patient undergoing gastrointestinal endoscopy. After sealing the catheter, the pre-fill syringe was removed and found to be fractured, remaining inside the catheter. This delayed the patient's treatment. Use of this consumable has been suspended, and alternative consumables are now being used for patient treatment.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.